Event description:
It was reported that the device was used during a hand assisted colectomy. The device was snapped on the retractor and it tore. Another device was used to complete the case. There was no adverse consequence to the patient. Device will not be released from account.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.